Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced cardiac tamponade status post emergent bedside evacuation and received vancomycin and zosyn on (B)(6) 2017. The patient then experienced respiratory failure, requiring intubation and mechanical ventilation multiple times. The patient then experienced chronic renal failure requiring continuous veno-venous hemofiltration (cvvh). The patient was chronically on vasopressors to facilitate fluid removal. On (B)(6) 2017 the patient developed worsening hypotension, hypoxemia, and leukocytosis 15,000 wbc/mm3. Respiratory cultures were obtained on (B)(6) 2017 and grew (B)(6) and pansusceptible klebsiella pneumoniae. On (B)(6) 2017, the patient¿s respiratory status worsened and the patient was intubated. On (B)(6) , cultures came back positive for enterococcus faecium resistant to vancomycin. Gastrointestinal bleeding was also observed. Support was discontinued and patient expired on (B)(6) 2017due to multi-system organ failure. No additional information was provided.

Manufacturer narrative:
A correlation between the device and reported multisystem organ failure and gastrointestinal bleeding (gi) could not be conclusively determined, the hospital noted that the pump was running as intended. The product was not returned for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.